Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the large volume pump (lvp) module showed an air-in-line (ail) error even after cleaning sensor and replacing the IV tubing set. It was sent in for repair. The ail sensor was cleaned and calibrated, given preventative maintenance and the pump module passed all the tests. No further information is available.